Manufacturer narrative:
Literature citation: walker, j. Et al 2018 long-term durability of multibranched endovascular repair of thoracoabdominal and pararenal aortic aneurysms. Journal of vascular surgery feb. 2019: 341-347. The date the article was accepted, (B)(6) 2018 is being used as the date of event. A total of 6 reports are being sent to cover the reportable events in this article event # 42218 renal occlusions: MFR report # 2017233-2019-00942. Event # 42617 patient 2 sma and celiac occlusion: MFR report # 2017233-2019-00952. Event # 42618 infection without identified patient: MFR report # 2017233-2019-00953. Event # 42619 patient 3 renal artery occlusion and infection: MFR report # 2017233-2019-00954. Event # 42620 type iii endoleak with reintervention: MFR report # 2017233-2019-00955. Event # 42622 patient 1 bilateral renal occlusion: MFR report # 2017233-2019-00946.

Event description:
The following information was reported to gore: in an article titled "long-term durability of multibranched endovascular repair of thoracoabdominal and pararenal aortic aneurysms" it states gore® viabahn® endoprostheses were utilized in some cases as well as non-gore devices. Complications potentially related to the branch devices (either gore or non-gore) included 11 renal artery occlusions. It is not known if any of the 11 were implanted with gore devices, however, some may have.